Event description:
On june 7, 2005 the lay user/reporter, the pt's daughter, contacted lifescan (lfs) alleging the one touch ultra meter was giving an unk error message. The medical affairs specialist (mas) spoke with the reporter on june 9, 2006 to obtain and verify information. In 2006 the pt obtained an unspecified error message on the reported meter twice in the morning. The pt had eaten her normal breakfast and taken her medicatios. At 11:30 amthe pt experienced the symptoms of dizziness, sleepiness, and she then passed out. The pt was revived by family members, but not given any treatment. The pt passed out again at 6:00 pm, and she was revived with a sublingual glucose supplement. The reporter attempted to test the pt's blood glucose level, but obtained the error message again. She was unable to state which error message was occurring. Emergency services were not contacted. During a scheduled physician's office visit the following day the pt's blood glucose level was tested to be 88 mg/dl. She was not given any treatment other than a follow up visit was scheduled. The pt takes the oral diabetes medication metformin 850 mg pill twice per day. The pt's expected blood glucose readings range from 112 mg/dl to 120 mg/dl. The reporter has not been given any instructions by the physician on proper treatment for her mother's hypoglycemic episodes. The customer care advocate (cca) determined during the troubleshooting telephone call the meter had suffered no trauma. The unk error message was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. The pt obtained an unspecified error message multiple times on the reported meter, then became hypoglycemic and passed out. She required assistance/treatment of a glucose supplement from family members. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.